Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had loose support cap. Customer's blood glucose at time of incident was 6.1 mmol/l. The customer stated that not sure of any significant event leading to the issue.